Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the sheath detached and water did not reach the tip of the burr. A 1.25mm rotalink¿ burr was selected for use. During preparation, the water didn´t reach the tip of the burr. The distal end of the external sheath, close to the burr, was not connected the tip of the burr. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the rotalink burr catheter device with a rotawire. The rotawire was received inside the burr catheter with the spring tip damaged. During the attempt to remove the rotawire, the distal portion right before the tip was fractured and broke. The rotawire was able to be removed from the burr catheter. The handshake connection, sheath, coil, and burr were microscopically and visually inspected. There was blood in the sheath. The handshake connection and sheath were received outside of the housing. The housing was dismantled and a visual inspection was performed and it was revealed that sheath was tore/detached under the strain relief area. The sheath had damage that appeared to be due to the hemostasis valve being over tightened 2.3cm from the separation. The separated end of the sheath indicates that the separation was due to tensile overload. Due to the condition of the returned device with the separation at the strain relief, the device could not be functionally tested for the reported water not getting to the burr. However; with the sheath being detached, the device would leak at the separation not allowing the water to flow down or to get to the end of the sheath by the burr. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the sheath detached and water did not reach the tip of the burr. A 1.25mm rotalink¿ burr was selected for use. During preparation, the water didn´t reach the tip of the burr. The distal end of the external sheath, close to the burr, was not connected the tip of the burr. The procedure was completed with another of the same device. There were no patient complications reported and the patient¿s status is stable.